Event description:
The pt received the primary plif surgery for stenosis and the polymyalgia rheumatica (date unk) at other hosp using non-stryker products (tsrh, interfix) for l3-l5. At some time in the last half of 2007, the first revision was performed at this account ((B)(6) hp) using xia. The reason for this revision is unk since the sales rep in charge at that time has been retired. On (B)(6) 2008, the second revision was performed using xia again. In this second revision, interfix (non-stryker product) was removed and oic was placed since no bone fusion was observed. Plif was done on l5-s1 with autograft. Two screws each were placed to....

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplement report.